Manufacturer narrative:
The customer was asked to perform a transmitter diagnostic upload (du) for further analysis. However, the customer could not do it as he did not have a computer. Multiple attempts were made to contact the user to gather further details, but the customer remained unresponsive. Additionally, no data was available on data management system (dms) as there was no system usage since 1-apr-2025. Thus, no confirmation or further investigation of the complaint was possible.

Event description:
Senseonics was made aware of an incident where the patient complained of discrepancies between sensor readings and blood glucose readings. The sensor was inserted on (B)(6) 2025. The patient provided the below set of examples for review. Date time sg value bg value (B)(6) 2025, 2 pm, 87 mg/dl 222 mg/dl. The incident did not lead to sensor removal or any patient harm.